Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported paclitaxel leaked from between the texium site on the primary infusion set and the smartsite located on a y-site closest to the patient of a saline infusion set. Several mls of paclitaxel leaked as it was infusing (some of which leaked on the patient). The infusion was finished. No patient harm reported.

Manufacturer narrative:
Additional information: the customer¿s report of a leak was not confirmed. Visual inspection of the suspect device and concomitant set was unremarkable for damages or any issues. Functional and pressure testing was performed; no leaking was observed. The root cause of the reported leak was not identified.